Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Treatment for the event was unknown. On an unknown date during hospitalization, the pd catheter was removed, pd therapy was discontinued and the patient was placed on temporary in-center hemodialysis (hd) therapy. At the time of this report, the patient was recovered from this peritonitis event and remained on hd therapy. No additional information is available.